Manufacturer narrative:
UDI related data quality updates only. D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. G3): on 11jul2024, the manufacturer received FDA email correspondence identifying a discrepancy in the UDI information (section d of the initial MDR). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): device lot number, expiration date unk. Partial UDI populated. H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the rv lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld ez) was inserted into the ra lead to provide traction. Using a spectranetics 11f tightrail rotating dilator sheath, the ra lead was removed successfully. Next, an lld ez was inserted into the rv lead to provide traction, and the 11f tightrail was used on the rv lead, advancing to the innominate region when the patient's blood pressure dropped. Transesophageal echocardiography (tee) was used, with no effusion detected. However, suspecting an injury, a rescue balloon was utilized, along with chest compressions. As the patient was being prepared to be placed on bypass, the blood pressure stabilized. At that time, the extraction was aborted. The physician did not attempt to unlock the lld from the rv lead before both were cut and capped, and remained in the patient. The patient survived the procedure and was transported to ICU for recovery. The physician noted the cause of the blood pressure drop was rv failure, unrelated to any device. This report captures the lld present within the rv lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.